Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed). If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that access site bleeding occurred. The procedure was cancelled. During a faraview procedure indicated for a case of paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. After the femoral puncture, during the penetration of the faradrive along with the versacross dilator and wire, the physician observed that there was exacerbated vascular bleeding at the puncture site. Due to the patient pre-existing conditions, the procedure was aborted. The site was treated using a local compression. The patient was under observation.